Event description:
It was reported that during an excision of lesion on liver, there was a serious insulation break at the junction of the extended electrode with the handle portion of the electrosurgical pencil. The pt burn resulted with local resection. Actual devices not retrieved.